Manufacturer narrative:
(B)(4).

Event description:
The patient reported their implantable neurostimulator (ins) was unintentionally switching off and on. It was further reported the patient's ins had switched off unintentionally seven times, each after 15-25 minutes of usage. The ins "unintentionally" switched back on after 30 minutes during two of the incidents. It was noted that no power on reset (por) messages had been reported on the patient's programmer and the cause of the issue was not determined. Analysis of the patient's ins data confirmed there had been no pors or parity pors and that there had not been any therapy loss due to a low ins battery. The ins data logs indicated the patient had "turned the ins on and off quite a lot using the patient programmer." The patient was retrained on the use of their patient programmer as a result of the event as it was "assumed that it was an operating error by the patient." It was noted the issue was resolved as of 19 days after initial report, as "with the repeated training of the patient." The patient's clinic and manufacturer representative "assumed that the problem wouldn't occur again." Additional information was requested; a supplemental report will be filed if additional information is received.